Event description:
74 year old female with venous insufficiency implanted on (B)(6) 2023. On 02/06/2024, patient presented with an infection at their activation appointment. Activation was delayed and patient was prescribed antibiotics. Patient was explanted on (B)(6) 2024.